Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, doors 2 and 3 consistently malfunctioned. The customer indicated that this issue caused delays in medication dispensing, as nurses either had to retrieve the medications from the pharmacy or wait 20 to 30 minutes for the pharmacy technician to reset the door and count the medications. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es tower, doors 2 and 3 consistently malfunctioned. The customer indicated that this issue caused delays in medication dispensing, as nurses either had to retrieve the medications from the pharmacy or wait 20 to 30 minutes for the pharmacy technician to reset the door and count the medications. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A field service engineer stated that the customer had resolved the issue. The system functioned as intended after the issue was resolved.